Event description:
A customer contacted beckman coulter, inc. (Bec) to troubleshoot error messages generated by a unicel dxi 800 access immunoassay system. During troubleshooting, a leak was found inside the instrument due to disconnected tubing. The customer was wearing personal protective equipment when the leak was found. The customer reported that all tubing was properly routed in the instrument. The customer was able to re-connect all tubing but could not prime the system. No patient results were generated in connection with this event and there is no report of injury to the user.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse replaced a wash wheel ejector plate that had been causing the error messages observed by the customer. Although the fse addressed hardware issues, it could not be determined how the tubing had become disconnected. Bec identifier for this report is (B)(4).